Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The permanent cautery hook instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A site history was performed and no related complaints were found. System logs showed that the permanent cautery hook instrument was not used on the event date of (B)(6) 2020 when the issue was identified in central processing. The instrument was last successfully used on system number (B)(4) on (B)(6) 2020 and it had 8 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the permanent cautery hook was found to have a broken pitch cable during failure analysis investigation. The instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during central processing, the permanent cautery hook was broken and was not working. There was no patient involvement reported intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.